Manufacturer narrative:
A.6 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient on bipella support decompensated significantly overnight. The patient was experiencing significant hemolysis and suspicion of clot ingestion. A decision was made to remove the impella rp flex and cannulated for veno-arterial extracorporeal membrane oxygenation. Additional information was received that the pump can not be sent back. It did however ingest a clot.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Hemolysis: the data logs show that about 38 minutes into the case there is a large step up in motor current (mc) with a decrease in pump and purge flows. Lysis solution was added which seems to resolve the issue after about 3 hours. Mc and flows remain steady for 17 hours while the pump is kept in. There are no positioning alarms noted. Based on the clinical details provided and data log analysis, the root cause of the hemolysis is due to biological material ingestion. Thrombosis the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.